Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found that the cannula was broken. However, all parts of the cannula are still present. The attached file should be looked at for details.

Event description:
Customer reported via phone call bad sensor alert and calibration error alarm. Customer's blood glucose level was 361 mg/dl. Troubleshooting for bad sensor alert was performed. Customer advised the bad sensor alert occurred after a 2nd consecutive calibration error. Customer removed the sensor and advised that the cannula was bent at a 90 degree angle. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the sensor would be replaced and agreed to return the product for analysis.